Manufacturer narrative:
Initial reporter name and address: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device was performed. The manufacturing records review showed units were released within specification. The lens diopter results obtained from the miq electronic system show that this po was released within diopter specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with an intraocular lens (iol), into their right eye was very unhappy with starbursts, halos, and glares despite of an excellent uncorrected distance and near visual acuity. The iol was explanted and replaced with a different johnson and johnson lens (model: diu150, eyhance toric) of the same diopter. No medical or surgical intervention was required. Visual acuities are not accessible to provide. The iol is not available for evaluation. No further information was provided.